Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) was found to be at elective replacement indicator (eri) battery status after 2.5 years of implant time. Premature battery depletion was suspected. It was also noted that the right ventricular (rv) and left ventricular (lv) leads exhibited high pacing threshold measurements. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to correct the explant date in field d6b.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) was found to be at elective replacement indicator (eri) battery status after 2.5 years of implant time. Premature battery depletion was suspected. It was also noted that the right ventricular (rv) and left ventricular (lv) leads exhibited high pacing threshold measurements. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.